Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(4), did not reveal any device-related issues. A specific root cause for the reported bleeding between the pump and apical cuff could not be conclusively determined. Additionally, evaluation of the pump did not confirm the report that the pump could rotate freely against the apical cuff, and a specific cause for this reported event could not be conclusively determined. (B)(4) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 3.25¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief over the graft with the bend relief hardware engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Dimensional analysis of the cuff lock, sealing ring, and motor cap found all were within the manufacturing specifications. The apical cuff lock was reassembled on the pump and was able to slide from the lock-out to fully open position without issue. A test apical cuff was secured into place using the cuff lock without issue. The test apical cuff was able to rotate while secured in the cuff lock with expected force and ratcheting/clicking. The pump with the secured, test apical cuff was submerged into a saline bath. Some slight reduction of force was then required to rotate the cuff; however, the cuff did not freely rotate and ratcheting/clicking was still noted. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The specific root cause of the reported event could not be determined. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(4) passed all inspection and testing steps. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during initial implant, surgeon was unable to seat the pump to the mini apical cuff such that it was flush and hemostatic. It was noted that despite the purple locking mechanism being fully engaged, the pump freely rotated against the cuff and bleeding was present between the pump and cuff. The surgeon unlocked and reseated the pump, re-engaged the locking mechanism and the problem persisted. The surgeon attempted to rotate the pump counterclockwise to seat the pump as well, with no success. The backup implant kit was opened, and pump utilized without issue. Affected pump was returned for evaluation, with replacement pump was requested. Patient was still inpatient but doing well, planning for discharge later that week. There were no left ventricle assist device (lvad) alarms or any unusual events on daily vad interrogations.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.